Event description:
It was reported via repair work order that the bed hi/lo is drifting down on its own. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Parts on order.